Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The article was written by berasi et al in clinical orthopaedics and related research (2015), doi: 10.1007/s11999-014-3969-z. This information was originally reported on 1825034-2015-04823 which referenced a journal article written on a study that this patient took part in.

Event description:
Information was received based on review of a journal article entitled, "are custom triflange acetabular components effective for reconstruction of catastrophic bone loss?" The purposes of this study were to determine the (1) frequency of repeat revision, (2) complications and radiographic findings, and (3) harris hip scores in patients who underwent complex acetabular revision surgery with custom acetabular components. A patient was identified in the article that underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient was revised on an unknown date to a custom triflange component due to unknown reasons. The patient was further revised 22 months after the initial revision due to infection. The patient was reimplanted 28 months postoperatively. Additionally, the patient underwent a revision 2 years after reimplantation due to a periprosthetic pelvic fracture and a girdlestone pseudarthrosis 5 years after the initial triflange component was implanted.

Manufacturer narrative:
(B)(4). This supplemental report is being submitted to address only one event of the article. The following fields have been updated with additional/ updated information. Event description, patient/ device codes, evaluation codes, manufacturer narrative. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
This complaint addresses one patient was identified in the article sustained a periprosthetic pelvic fracture during revision surgery on an unknown date. There has been no further information provided and the patient outcome is unknown. All other events will be reported in individual records which will be linked to this parent record.